Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to MFR report# 3004593495-2025-00002. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID lead product type lead product ID 3560022 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product ID: 3560022, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported by manufacturer representative (rep) that they were encountering an issue with the snm system after completing stage 1. The patient had a lead placed on thursday, and there were no issues at that time. However, today when the clinician attempted to adjust stimulation after connecting to the verify ens, I received the following error message: "invalid cable - the test stimulation cable cannot be used in the current workflow." Rep have already replaced the ens, but the message continues to appear.